Manufacturer narrative:
Product ID 8711, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
The pump was alarming. The pump was interrogated. A motor stall was noted in the event logs with no motor stall recovery recorded; the logs showed a motor stall around 7pm with no recovery. The pump was programmed to minimum rate mode. The logs were rechecked and the pump still did not show a recovery. The patient had no symptoms. The cause of the stall was unknown. The pump was replaced. The device system was delivering prialt. Additional information has been requested; a follow-up report will be sent if information becomes available.

Event description:
Additional information: regarding previously reported motor stall, pump logs showed stopped pump may exceed tube set during office visit (B)(6) 2012. It was noted, there was no hospitalization and the patient recovered without sequelae.